Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a revision of a ventral hernia on (B)(6) 2012 and mesh was implanted. During the procedure, she also had a repair of a small bowel obstruction. Approximately one month post operatively, she experienced pain. On (b)(462 012 she was hospitalized for drainage of a seroma. On (B)(6) 2012, she required a third hospitalization for a seroma but it was not drained.